Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report blood on the sensor and in the transmitter. Blood glucose reading during the call was 150 mg/dl. The customer stated there was blood that filled the sensor cannula when it was removed. There was a drop of blood in the transmitter. Customer also mentioned her blood glucose had dropped to 35 mg/dl. Troubleshooting was performed. Found that the transmitter was functioning as designed. Advised to start a new sensor and clean the transmitter with alcohol before use. The old sensor will be replaced. Nothing further reported.